Event description:
Initial info reported by a physician to a sales rep on 23-sep-2009: a female received poly-1-lactic acid (sculptra) [lot # and expiration date unk] in both temples recently and experienced droopiness next to the eyelid (age, therapy date, onset date and indication unk). Additionally, one of her two temples has an area of atrophic scarring which was the same side as where the drooping had occurred. The physician thinks that the temple with the scarring received 3 cubic centimeters (cc) of poly-1-lactic acid which he stated was more than he preferred, due to a clog. The pt had a recent past medical history of botulinum toxin type a (botox) therapy three months ago, but the treating physician does not think that the botulinum toxin type a therapy was a factor in the adverse event. The physician is uncertain of the causality relationship to the poly-1-lactic acid to the droopiness. It was also stated that the physician has not yet seen the pt since his office was notified of the adverse event. The pt's primary care physician is considering recommending plastic surgery as treatment for the event. No further relevant info reported. Additional info for poly-1-lactic acid (sculptra, lot # expiration date not provided) from the product technical complaint report dated 01-oct-2009, received on 06-oct-2009: since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in the us. The review of the dhrs and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Without a complaint sample, no further investigation could be done. Conclusion: no faults detectable.